Event description:
A pt's bp decreased and reamined low during an IV drip of dopamine set at a rate of 2cc/hr using b-d 60cc syringe in a medex 2010i syringe pump. A new dopamine drip was started at a rate of 2cc/hr using an imed pc-2tx infusion pump. The pt had an immediate increase in bp.